Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument. The maryland bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was placed and driven on an in-house system and exhibit imprecise motion. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a dislodged cable crimp of wrist control cable 10. No missing material, the crimp is captured in the weld. This failure caused the imprecise motion of the instrument. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the clinical sales representative (csr) reported that the surgeon experienced non-intuitive motion at the elbow. The procedure was completed with no reported injury.